Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic complexes. The patient had received shocks previously due to t-wave oversensing. The sensing vector was reprogrammed and today, the patient had another inappropriate shock. Also, the shock impedance was 125 ohms, which is high but within normal limits. The doctor elected to replace the pulse generator and the electrode with new ones. There were no additional adverse patient effects.